Manufacturer narrative:
The insulin pump was monitored for five days with multiple basal rates. The insulin pump functioned properly. All selected basal was delivery and recorded properly in pump history screen. No basal or history anomalies were noted during testing. Unit function properly during functional check including the rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, the excessive no delivery test, displacement test, self test, unexpected restart error test and operating current test. The drive support disk was inspected and no anomaly was noted. The unit was received with minor scratched display window, cracked casing at a display window corner, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that his blood glucose has been between 300 mg/dl and 400 mg/dl for the past five days. He treated via bolus and manual injections. Troubleshooting was initiated and the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.